Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The customer asked that this service order be canceled. No further information was reported. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was an image problem with the device. There is no light from the light guide lens. The light will not go through. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.